Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display, which was not resolved after 4 battery replacement attempts. The blood glucose reading was 244 mg/dl. Upon troubleshooting, it was found that the display did not return. Advised replacement of the insulin pump. Nothing further reported.